Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered difficulties locating the patient on the new pyxis system but successfully found the patient on the server. The customer stated that there was a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.